Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during distal radius surgery on (B)(6) 2021, a non-synthes plate was planned for implantation. During the operation, a 1.6 mm k-wire got caught in the pin hole itself and could not be removed. A new dvr implant had to replace the previous one. There was no injury to the patient and no significant increase in time for the operation. This report is for a 1.6 mm k-wire. This is report 1 of 1 for (B)(4).